Manufacturer narrative:
H3, h6) the system was serviced in the field and there were no issues noted. The system performed as intended and applicable testing passed. Codes b01, c19, and d14 are applicable. A1-a4) select patient information was unavailable from the site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a thoracic case, the surgeon reported an alleged inaccuracy. The bottom half of the thoracic levels had been completed without issue, but when moving to the top half, the site reported "all green values for all levels" but the surgeon reported an alleged inaccuracy of roughly 5-6 centimeters (cm). Use of the guidance system was aborted and the surgeon completed procedure free-hand. No screws had been placed in the upper levels, so no corrections were needed. There was no impact to patient's outcome and there was no surgical delay time.